Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a missing grommet. The returned device indicated a missing set screw.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was getting explanted and replaced due to battery depletion. The physician was unable to engage the setscrew while explanting the ICD, the physician needed to cut the grommet in order to successfully explant the ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.